Manufacturer narrative:
Block b3 and d6b dates are approximated. Good faith efforts were made to obtain the information, however, the exact dates were unable to be confirmed. Additional suspect medical device component involved in the event: product family: scs-paddle leads, brand name: coveredge 32, upn: m365sc8336500, model: sc-8336-50, serial/lot: (B)(6).

Event description:
It was reported by the patient that she awoke one day and was unable to walk. The patient stated that the explanting physician told her that the spinal cord stimulation device was not implanted correctly. The patient underwent an explant procedure where the spinal cord stimulation implantable pulse generator and paddle lead were removed. The patient regained feeling in her legs following the procedure.

Event description:
It was reported by the patient that she awoke one day and was unable to walk. The patient stated that the explanting physician told her that the spinal cord stimulation device was not implanted correctly. The patient underwent an explant procedure where the spinal cord stimulation implantable pulse generator and paddle lead were removed. The patient regained feeling in her legs following the procedure. Further information regarding the event and dates was unable to be obtained despite three good-faith efforts.

Manufacturer narrative:
Block b3 and d6b dates are approximated. Good faith efforts were made to obtain the information; however, the exact dates were unable to be confirmed. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Brand name: coveredge 32. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Lot: 7072710. Correction to the initial MDR in blocks; b1: adverse event should have been selected g2: only company representative and consumer should have been selected.

Event description:
It was reported by the patient that she awoke one day and was unable to walk. The patient stated that the explanting physician told her that the spinal cord stimulation device was not implanted correctly. The patient underwent an explant procedure where the spinal cord stimulation implantable pulse generator and paddle lead were removed. The patient regained feeling in her legs following the procedure. Further information regarding the event and dates was unable to be obtained despite three good faith efforts.

Manufacturer narrative:
Correction to blocks e1, h11. Block b3 and d6b dates are approximated. Good faith efforts were made to obtain the information, however, the exact dates were unable to be confirmed. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).